Event description:
It was reported the patient had a communication problem. It was noted that upon using the antenna locate feature a power on reset (por) conditioned appeared. It was reported the por lead to the normal recharging screen. It was noted the physician programmer would not connect to the implant and only showed the reposition antenna screen. It was reported the recharging troubles had been an issue for two weeks. It was noted the last successful recharge and the last time stimulation was felt was four weeks prior to call. It was reported the patient generally recharged fine and usually had eight coupling bars.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2011, product type recharger; product ID 3487a-33, lot # j0427916v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0425063v, im planted: (B)(6) 2004, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 74002 , lot # n257801, implanted: (B)(6) 2011, product type adapter. (B)(4).

Event description:
Additional information received reported that the patient received assistance from the health care professional or manufacturing rep resentative and the concerns were resolved. It was noted that there was an appointment date of (B)(6) 2014 and the problems resolved.